Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired. At technician follow-up call, nurse stated customer had been taken to hospital (did not disclose if it was related to diabetes). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 error. Nurse is calling on behalf of the customer. During the call, the nurse performed a blood test with the customer that produced e-5 error using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2023 and open vial date is (B)(6) 2022. At the time of the call the customer reported feeling tired. Nurse had initially spoken with coordinator. When contacted by technician, nurse stated the customer had been taken to the hospital; nurse did not disclose if it was related to diabetes. The nurse did not want to provide any information.

Manufacturer narrative:
Sections with additional information as of 14-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.